Event description:
An aseptic battery housing for the system 6 separated at the point where the body meets the portion that attaches to the battery, it's most proximal part that connects to the hand pieces. We are not sure what patient this happened to.